Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) to report a communication issue with the one touch ultralink meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010, the patient noted the reported meter did not transmit the blood glucose reading to her insulin pump. The patient claimed the meter did successfully display the results. On (B)(6), 2010, the patient experienced the symptoms of headache, nausea and shaking. At 4:30 pm, the patient took the action of consuming food and/or drink. At 7:00 pm, the patient tested her blood glucose levels using another device, and obtained the reading of 388 mg/dl. The patient's hcp advised her to take ten units novolog insulin and to drink water. The communication issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient confirmed the meter successfully displayed her blood glucose readings; therefore, there was no delay in treatment. However, as the meter communication issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.